Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The mixer and cable were replaced.

Event description:
The hospital reported the unit went into a system reset. There was no report of patient involvement.